Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. On (B)(6) 2016 the patient underwent an ercp procedure. During the procedure, the physician noted that the patient had a large impacted biliary stone in the distal cbd. The physician was unable to remove the stone, and decided to place an advanix biliary stent. The physician was able to cannulate and put a guidewire in the proximal part of the common bile duct, and the advanix biliary stent was implanted successfully with no issues reported. During a follow-up visit on (B)(6) 2016, the patient presented symptoms of feeling weak. However, laboratory results were normal. On (B)(6) 2016, the patient was seen in the emergency room after feeling weak. A computerized tomography (CT) scan was performed and revealed that the advanix biliary stent had eroded into the cbd along with the stone. The patient was scheduled to have surgery the same day. During the surgery, the stone and stent were both removed and disposed of in the operating room. The physician remarked that the stone had impacted into the wall of the cbd, and the stent had eroded into the proximal edge of the duct. The patient underwent a whipple procedure (pancreaticoduodenectomy) and is currently 'fine and recovering'.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. On (B)(6) 2016, the patient underwent an ercp procedure. During the procedure, the physician noted that the patient had a large impacted biliary stone in the distal cbd. The physician was unable to remove the stone, and decided to place an advanix biliary stent. The physician was able to cannulate and put a guidewire in the proximal part of the common bile duct, and the advanix biliary stent was implanted successfully with no issues reported. During a follow-up visit on (B)(6) 2016, the patient presented symptoms of feeling weak. However, laboratory results were normal. On (B)(6) 2016, the patient was seen in the emergency room after feeling weak. A computerized tomography (CT) scan was performed and revealed that the advanix biliary stent had eroded into the cbd along with the stone. The patient was scheduled to have surgery the same day. During the surgery, the stone and stent were both removed and disposed of in the operating room. The physician remarked that the stone had impacted into the wall of the cbd, and the stent had eroded into the proximal edge of the duct. The patient underwent a whipple procedure (pancreaticoduodenectomy) and is currently 'fine and recovering'. Corrected event description (bsc aware date: (B)(4) 2016). It was reported to boston scientific corporation that a previously implanted advanix biliary stent was attempted to be removed from a patient during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. Additional information received on january 11, 2017. Stones obstruction was the indication of ercp procedure. The erosion and the impacted stone occurred in the same location. The whipple procedure was directly related to the erosion of the stent in the bile duct.